Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155251.

Event description:
Voluntary medwatch received states that the lead was dislodged, resulting in loss of defibrillation therapy. No intervention or adverse effects were noted.

Event description:
Voluntary medwatch received states that the lead was dislodged, and defibrillation therapy was programmed off as a result. No further intervention or adverse effects were noted.